Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200mg/dl fasting. Verified test strips expire 07/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test hi and 568mg/dl fasting. Reviewed meter memory: 560mg/dl, (B)(6) 2015 08:59:00 am, fasting:yes. 519mg/dl, (B)(6) 2015 08:26:00 am, fasting:yes. 541mg/dl, (B)(6) 2015 06:35:00 am, fasting:yes. 386mg/dl, (B)(6) 2015 09:33:00 am, fasting:yes. 358mg/dl, (B)(6) 2015 11:43:00 pm, fasting:yes. Customers concern:customer is concerned with all the results in the meter over 200mg/dl and the back to back blood test. Customer called to perform a blood test. I train the customer on how to perform the blood test. While recalling the meter's memory, the customer stated he got the hi on (B)(6) 2015 at 11:18am. He stated he knows his results are high since the doctor is now trying to get it under control but he is still concerned with all the results in the meter's memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200mg/dl fasting. Verified test strips expire 07/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test hi and 568mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with all the results in the meter over 200mg/dl and the back to back blood test. Customer called to perform a blood test. I train the customer on how to perform the blood test. While recalling the meter's memory, the customer stated he got the hi on (B)(6) 2015 at 11:18am. He stated he knows his results are high since the doctor is now trying to get it under control but he is still concerned with all the results in the meter's memory. Adverse event not reported.